Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument had a broken wire. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was found to have a frayed grip cable at the proximal clevis hole. Some cable bundles were frayed, but the cable was not fully broken. The frayed cable strands stuck out at the wrist. There was no evidence of discoloration or corrosion or contamination on the cables to indicate a reprocessing-induced issue. The components surrounding the frayed cable exhibited abnormal sharp edges or damage that would have contributed to the cable fraying. Damaged insulation to the conductor wire and mechanical indentation to the yaw pulley are the affected surrounding components. Additionally, the instrument was found to have damage to the conductor wire¿s insulation at the yaw pulley. No material was missing, and the conductor wires were exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed an electrical continuity test. The components adjacent to the damaged wire insulation show damage. The affected adjacent components are a frayed grip cable and mechanical indentation to the yaw pulley. The instrument was found to have mechanical indentation damage to the yaw pulley near the damaged conductor wire insulation and frayed grip cable. The failure analysis investigation confirmed the customer's reported complaint.